Manufacturer narrative:
Date of event: (B)(6) 2018, date of report: 09/16/2019. The product support engineer (pse) troubleshooting the issue with the customer over the phone. The customer found a crease under the clamp on one of the hoses. The pse provided part for the hose only. The motor controller (mc) printed circuit board assembly (pcba) , power management (pm) pcba and central processing unit (cpu). Visual inspection revealed no signs of contamination or damage. The return components were tested and the reported condition were verified. .the product does not meet specifications. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported the ventilator fails system leak test. The ventilator was not in use on patient at the time of the event occurred.